Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis, and the endocrinologist believes that it is something wrong with the insulin pump. The blood glucose at time of admission was over 600mg/dl. The nurse stated that the drive support cap appears to be normal. Further troubleshooting could not be performed as caller did not have any information or infusion sets and reservoirs to complete the troubleshooting. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.